Event description:
It was reported that after the pressure sensor pipeline is normally connected to 0.9% sodium chloride solution, it cannot be exhausted and cannot be used normally. After replacing a new pressure sensor, it can be exhausted normally, and invasive blood pressure monitoring can be performed. No patient harm was reported.

Manufacturer narrative:
E1: (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history review (DHR) of lot number was reviewed, and no discrepancies or anomalies were observed during the manufacturing of this lot. Complaint for the failure mode ¿no pressure (pressure sensor failure)¿ could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.